Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 22gax0.75in prn slm npvc leaked with power injector after the puncture was completed, there was a leak when performing high-pressure imaging; the affected quantity was 1 unit, the sample could not be returned, and a video was provided; a green claim is required, a complaint response letter is required, and a complaint acceptance letter is required.

Manufacturer narrative:
1. The customer returns 1 video, from which it is identified that the septum of the sample has dislodged, causing the adhesive injection hole of the catheter hub to be exposed and leaking. 2. DHR review and retained sample analysis are not performed as the lot number is "unknown" for this complaint. 3. The septum and the catheter hub are bonded by uv adhesive. After the adhesive is dried, the visual detection system conducts 100% detection, which will automatically identify and remove defective products. The visual detection system is challenged with standard samples every day at 7:00, 19:00 and when changing product gauge to ensure the effectiveness of the detection. 4. The product (sku 383071) has never been declared to be used for high-pressure injection. Conclusion(s): from the video, it is identified that the sample is leaking due to dislodgement of the septum. Because the product of this sku has never been declared to be used for high-pressure injection, and no defective samples have been received for further testing, it cannot be confirmed that the root cause of the defect is related to product quality.

Event description:
No additional information provided.